Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125924. Medical device expiration date: 12/07/2020. Device manufacture date: 12/10/2023. Medical device lot #: 20125584. Medical device expiration date: 12/02/2021. Device manufacture date: 12/04/2023. Investigation: no product or photo was returned by the customer. The customer complaint of tubing kinked - crimped could not be verified due to the product not being returned for failure investigation. A device history record review for the model and lots was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the smallbore 6 inch ext vlv tubing kinked. The following information was provided by the initial reporter: "crimping in tubing is the issue."